Manufacturer narrative:
Section b2: correction. Manufacturer's investigation conclusion: a direct correlation between the reported events (ischemic stroke and driveline infection) and heartmate 3 lvas, serial number (B)(6) could not be conclusively established through this evaluation. The reported events could not be confirmed through this evaluation. The account communicated that the patient was found to have suffered a post-op ischemic stroke via CT on (B)(6) 2019. The patient suffered from left sided paralysis and was not on anticoagulation at the time of the event, due to being vasoplegic post surgery. Anticoagulants were started. The CT revealed a right mca occlusion and no interventions were undertaken at the time. The patient was reintubated and placed on continuous veno-venous hemofiltration (cvvh). Cvvh was stopped on post-op day 8. The patient was also found to have a driveline infection. The infection was described as proteus mirabilis as outpatient. No antibiotics were noted on the patient¿s medication list. No alarms were reported for these events. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no additional complaints have been reported at this time. The hm3 lvas IFU lists stroke, neurologic dysfunction, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding anticoagulation, including the recommended inr values. Both the hm3 IFU and patient handbook provide care instructions in regards to preventing infection while the IFU also provides suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to have suffered a post operation ischemic stroke via CT on (B)(6) 2019. Patient suffered from left side paralysis and was not on anticoagulation at time of event because he had surgery on (B)(6) 2019 and was vasoplegic post surgery. CT revealed right middle cerebral artery occlusion and no interventions were undertaken at the time for it. Patient was reintubated and placed on continuous veno-venous hemofiltration (cvvh) post operation. Patient had cvvh stopped on post op day 8. Patient found to have driveline infection proteus mirabilis as outpatient on (B)(6) 2019. The patient did not have a known infection at the time of the stroke but rather it was post operation day 1. No further information provided.